Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Explant date: not applicable as no explant was performed. Phone number: (B)(6). Other: a failure analysis of the complaint device cannot be completed as product remains implanted. Also, because we do not have product identifiers device history record and trending cannot be performed. If there is any further relevant information received a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was found scratched when implanted in the eye. The surgeon does not realize if it is the plunger of the injector that she has extended too much or if the lens was already like this. This was the first implant the surgeon tried and her first use of the simplicity. 3 other implants were subsequently placed without problem. For the surgeon, given the location of the scratch, this will have no impact on the patient's vision (no patient involvement). No other information was provided.